Event description:
It was reported that during a prostate procedure there was "decrease in fiber vaporization efficiency." The procedure was stopped when the fiber broke down and the doctor decided not to continue. Patient outcome: "no damages to the patient." No further information was available.